Manufacturer narrative:
Patient's date of birth was asked, but the dentist refused to provide. Requests to have device return were made; however, the reported device has not been returned for evaluation. An additional follow-up will be done to ask for product back. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the inclusive mini implant's ball attachment broke off during procedure. The doctor followed the instruction for use (IFU) to drill into the implant site about 2/3 of the implant's length. He used inclusive surgical kit wrench to turn the last 1/3 length; however, the implant's ball attachment broke off. The dentist removed the implant by drilling into bone around the implant. Another inclusive implant was placed successfully into the same site by drilling down the whole length of the implant. The implant site has type 1 bone quality. The implant was done in tooth # 27.

Manufacturer narrative:
UDI information was provided. The device was not returned; therefore, an analysis of the device could not be performed. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. The root cause cannot be explicitly determined, since the complaint part (implant) was not returned for investigation. However, per the instructions for use, "carefully place the drill directly above the implant site and gently drill through the tissue and alveolar crest using an in-and-out motion and profuse, sterile irrigation to a depth of one-third (1/3) to one-half (1/2) the length of the implant threads. If placing 3.0 mm diameter inclusive mini implants, continue drilling to a depth of at least two-thirds (2/3) the length of the implant threads. For the majority of implant sites, this is the extent of the drilling that is required." Per the information received, the complainant placed a 2.5 mmd x 13 mml mini implant. The site was drilled 2/3 of the way, and a wrench was used to turn the last 1/3 of the way. Therefore, the instructions for use for the length of the implant was not followed. A probable cause maybe that the driver did not fully engage at the neck section of implant and when forces were applied it may have impacted the implant head and result in broken or deformed implant. Should the device be returned, an investigation will be performed and a supplemental provided. This incident will be tracked and trended for any similar issues.